Event description:
It was reported that during a laparoscopic colectomy procedure, the teardrop-shaped clip was fed into the jaws in the patient body with the device intended to be used on the blood vessel. The same event occurred 3 times in a row. Another device was used to complete the case. There were no adverse consequences to the patient. An unexpected sound was not heard. An unexpected resistance was not felt while firing and release of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended but the orange indicator did not show up. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.